Event description:
The pt underwent an interventional procedure through the brachial artery. The physician attempted closure of the access site with the closer tsl 6 fr. Device. Hemostasis was achieved with the device, but no radial pulse could be detected via doppler ultrasound following the procedure. After 20 minutes of observation, the pt's arm began to be "dusky" and a vascular surgeon was called. The surgeon reported that the stitch appeared to have sutured the posterior wall of the intima to the anterior wall of the artery. The surgeon also estimated that the artery diameter was 2.5 mm. The stitch was released and the vessel closed surgically. The pt is reported to be recovering.